Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the patient experienced elevated blood glucose (bg) over 250mg/dl but under 500mg/dl with no signs or symptoms of hyperglycemia associated with an alleged intermittent power issue. The reporter confirmed that the battery cap was secure and the yellow o-ring was not showing at the time of the power issue. The reporter stated that there was no visible damage to the battery cap or battery compartment and no evidence of moisture corrosion in the battery compartment. During troubleshooting, the reporter was advised to insert a battery from a new pack, but the pump did not power on appropriately. The reporter noted that the alleged intermittent power issue was not associated with battery changes. The alleged bg excursion does not meet criteria for a serious injury. This complaint is being reported based on the allegation of an intermittent power issue.